Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation the battery charger was unable to power up. The cause for the failure was isolated to a damaged power supply cord. The power supply cord was cut. The root cause for the cut cord could not be positively identified but was likely physical abuse. No adverse event resulted from the defective battery charger/modem.